Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported condition during visual inspection. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that as the nurse was hooking up the extension set to the IV bag, the male luer adapter of one secondary medication set separated from its tubing. This event occurred during priming. An unknown amount of an unknown medication leaked onto the floor as a result of this event. There was no patient injury or medical intervention in association with this report. Additional information is not available.

Manufacturer narrative:
(B)(4). Microscopic examination revealed that the tubing end, where the separation from the male luer inlet port occurred, had no visible solvent residue. Although the reported condition was already confirmed, the remaining solvent bond on the opposite end of the set was pull tested and passed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.